Manufacturer narrative:
The devices involved in the complaint were not returned to bsn as they were most likely discarded by the medical facility. A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt's precision system had been explanted due to spinal meningitis. The pt was admitted to the ICU for about a month. She was eventually re-implanted and is on medication for the pain. The pt is reportedly doing well. No further info can be obtained.